Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep). The rep reported that the cause of the battery not holding a charge very long, charging often, and the battery lasting ¿like 2 days¿ was that the patient was programmed in hd and was using the device more hours of the day, and that¿s why he was recharging more frequently. It was noted that the programmer was communicating fine with implanted device. The rep stated that these issues had resolved.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for non-malignant pain and failed back surgery syndrome. It was reported that the patient had a problem with the battery holding the charge and felt like he has to charge more often. The patient stated last time he had this issue a manufacturer representative (rep) saw him at the hcp office and helped correct it for him which helped for a while. The patient also stated at that time he told the rep about his pain. The patient did not seem to know when the issues started. The patient reported he is having pain again where ins is as well as by his hips. The patient mentioned having arthritis, but then stated he does not know what is causing the pain. The patient also reported that it seems to be "big" back there/potential swelling. The patient was directed to follow up with his hcp. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from patient was received. Patient stated the controller screen displayed a ¿software problem¿ message. Patient noted he started getting software problem screen this morning. Patient mentioned about the battery was not holding a charge very long and it seemed it would last for 3 to 4 days and now it lasted like 2 days, and patient had to charger every other day. It was documented rep had patient take battery out and reinserted. Patient now seeing a no device found screen. Rep had patient try again and still got no device found screen. Patient noted he could charge last night and thought the battery was at 30 percent, so rep didn't suspect a discharged battery. A replacement controller would be sent. No further complications were reported.